Event description:
Customer reported that the device intermittently failed to power on battery source. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would intermittently fail to operate on battery source. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported incident was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.